Event description:
Regulatory agency reported via healthcare provider a left side change of device¿s color, capsular contracture (baker grade IV), inflammation, effusion/lymphorrhea, rupture, and pain". The device has been explanted.

Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, lymphadenopathy, and rupture.